Manufacturer narrative:
- Upon reception, the returned smarttouch tablet was tested, and the reported behavior was confirmed, as interrogation was not possible with alizea pacemaker - in-depth analysis revealed that a system file related to the alizea system is corrupted, which led to the impossibility to interrogate an alizea pacemaker. - the root cause of the corrupted file could not be found with certainty, it may be due to the battery removal of the tablet done the day before the event. - the subject smarttouch tablet will follow the repair workflow. - this case is retained for trending purposes

Event description:
Reportedly, on 8 february 2024, it was impossible to interrogate any device with the programmer as an error message was displayed.

Event description:
Reportedly, on (B)(6) 2024, it was impossible to interrogate any device with the programmer as an error message was displayed.